Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing was observed via a (B)(4) transmission. The oversensing was noted on a stored egm. The patient is asymptomatic. Programming changes were recommended. No further information is available.